Event description:
Additional information was received that indicated that this rv lead also had observations of noise that was being oversensed. Technical services discussed increasing sensitivity and blanking options to get the device not to see some of that noise, however it was hard to get the patient into the clinic. The lead remains in-service. No adverse patient effects were reported.

Event description:
It was reported that the light on the remote home monitor was blinking red for an unknown reason. The patient was referred to their clinic to have the device checked. A successful transmission was received and showed that there was a red alert, as the right ventricular (rv) lead had pacing impedance high out of range. The alert was dismissed, so the clinic was aware of the issue. The lead remains in-service. No adverse patient effects were reported.